Event description:
The customer contact reported unrestricted flow. It was reported that prior to pt use, when the door of the device was opened, unrestricted flow was noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.